Event description:
Reporter indicated that a system diagnostic test indicated high lead impedance. It was reported that no trauma or manipulation of the device had occurred. It was also reported that the patient could not feel stimulation, but that this likely not due to high lead impedance event, but was likely because the patient adapted to stimulation a few months after surgery. The patient's vns generator was programmed to 0ma in response to the event. The patient has been sent to a surgical consult for vns revision.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.